Manufacturer narrative:
Product event summary: analysis confirmed the reported event. EKG (electrocardiogram) port is damaged (loose), printer drawer gear is damaged, and the lower case handle is broken. Analysis also found the power supply fan is noisy.

Event description:
It was reported the EKG (electrocardiogram) port is broken. It was also reported the printer is broken and the handle is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head, product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.